Manufacturer narrative:
Device evaluation: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported hat cadd legacy 1 pump was beeping and displayed -no disposable- alarms after she had infused cassette number 5 from (B)(6) 2022 shipment for about 12 hours. Patient was unable to resolve it herself with troubleshooting, so she moved cassette to backup pump and it is infusing without problems. Reports seasonal allergy flareup and laryngitis since (B)(6) 2022. Replacement pumps sent and box for return. No patient injury was reported.